Event description:
Patient received almost whole bottle of propofol situation: patient to be started on propofol while being weaned off midazolam. Propofol verified by second rn vs. The order and placed in the pump. Medication tubing was clamped until verified, then the pump was started as ordered, clamp released. Needed to change tubing on patient's fentanyl, had just completed priming the line when noted sbp was ~87 on the monitor. Made a statement to second rn regarding the bp and that patient appeared to be very sensitive to the propofol, immediately paused the midazolam, fentanyl, and propofol to see how well he would rebound. Patient looked like he may rebound as sbp went to 89, but then he started to decrease again. Had a third rn at nurse's station get the md. That was when second rn saw that the propofol bottle was empty. At that point, the propofol was just below the drip chamber, and saw that even while paused, the medication continued to go down the tubing. Quickly clamped it with the roll clamp. Tube feeds held; patient placed in trendelenburg. Md ordered norepinephrine to start at 2 mcg/min and titrate accordingly. Background/risk factor: covid-19 + patient, history of hypertension. Assessment: initially tube feeds held, placed in trendelenburg, norepinephrine started at 2 mcg/min; midazolam and propofol off, patient responded appropriately. Vss with bp 112/59 mmhg, hr 65 bpm, spo2 95%, continued vent settings. Fentanyl restarted at 275 mcg/hr. After titration settled, patient on fentanyl 300 mcg/hr and norepinephrine 3 mcg/min, to continue regimen per team. Response/interventions: patient responded well. Vss, labs drawn for triglycerides/hepatic function. Pharmacist, md, ICU team, charge nurse, rt all notified and at door/entryway during episode. Pump cleaned in ante room, bagged, and sequestered in head nurse manager's office. FDA safety report ID# (B)(4).